Event description:
Rptr had left knee prosthesis, which gave off metal ions which caused the tissue around the prosthesis to become inflamed and full of fluid. Fluid contained metal particles, which the dr called metalosis.